Event description:
Alleges the wire connecting the joystick to the control panel allegedly became stuck in the spring coils on the back of the unit at the folding pint. It seems the wire was pinched in these coils allegedly resulting in the wire shorting out and allegedly catching fire.